Event description:
It was reported that the customer was taken to the emergency room for low blood glucose. No blood glucose reading was reported. It was stated that the insulin pump activated the temporary basal rate feature on its own, causing over-infusion of insulin. It was also stated that the insulin pump gave an alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.